Event description:
The customer reported the sys was not saving images. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. No further repair info is available.